Event description:
It was reported that the implanter, the tunneling tool to tunnel the extensions and the leads to the mid-line passing site. Once the first pass was made, the obturator was removed and the leads were attempted to be passed. There was noticeable resistance in the tunneling tool. Upon examination of the removed obturator, it appeared to not be fully intact. The obturator was re-inserted and a broken piece of the obturator was removed. The remainder or the implant procedure was fine. There was no pt injury.